Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on this event, a field service engineer (fse) performed an onsite verification of the device by conducting several test cuts. The results show that all test cuts are on the target range. The field service engineer (fse) also found that the customer has used the machine after the incident without further issues. The logfile review for the treatment day shows that all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile, showing that the treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The treatment report shows that the flap is slightly decentered and an opaque bubble layer (obl) at the canal can be seen. When a femtosecond laser creates a light-induced optical breakdown in the interface, gases are produced. These gases have to go somewhere, so usually, they dissect along the plane of least resistance, which is parallel to the surface along the collagen lamellae. To allow proper ventilation of the gases, correct canal placement and dimensions are essential. Opaque bubble layer (obl) is a temporary whitening of the cornea resulting from femtosecond laser¿generated intracorneal gas that cannot escape during flap creation. It is a known side effect and can occur with the use of the femtosecond laser. Obl may absorb, reflect or block the femtosecond laser energy, and the obl¿s density may be a potential factor causing an incomplete flap. The root cause could not be determined conclusively, however no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported a patient with incomplete flap in the left eye during flap creation procedure. Surgeon could not lift the flap due to uncut areas in the bed. The surgery was postponed and the timing of the secondary intervention will be decided by the surgeon. There was no patient injury was reported and the surgeon was well experienced and trained to deal with the sticky and uncut flaps.